Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial depolarization, which led to several events of inappropriate anti-tachycardia pacing (atp) and shock therapy. It was confirmed during x-ray examination that this rv lead dislodged into the atrium, causing the oversensing. The physician opted to reposition this lead. No additional adverse patient effects were reported. This lead remains in service.